Manufacturer narrative:
No pt injury nor medical intervention was reported. Gambro technical support reviewed the downloaded machine data files and concluded that the pressures and scales were within specification. Completed a prime test and verified fluid removal rate. The customer was informed that the pumps will spin quickly to catch up if there was clamped tubing or other obstacle to obtruct flow. The machine was tested and released for use. 510(k)# is k041005